Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported that the site was able to reboot the system and was able to resume with the case. Troubleshooting was performed to determine possible reason for mobile view station (mvs) shutdown and also determine possible parts. The field representative (rep) called and got the site to test the mvs by switching off mains power and they informed that the mvs would go into shutdown within 30 seconds. The rep tested the mvs on battery and found it to remain operational for ten minutes as expected. The rep confirmed an audible alarm to be present during this period as well as a warning message on the screen. The rep setup the imaging system with navigation system in theater and acquired replicate 3d nav spins. The rep confirmed for data to transfer to the navigation system and confirmed accurate navigation over scanned object. The rep tested network ports on both imaging and navigation systems and found them to be working without any transfer ER rors. The rep could not reproduce reported fault. Patient impact and surgical delay unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000823, serial/lot #: unknown  h3) a manufacturer representative went to the site to test the imaging system. No hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d14 g2) foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.